Event description:
It was reported that the patient implanted with this tactra malleable penile prosthesis underwent a surgical procedure to replace their device due to discomfort on the right side of the penis. The discomfort was believed to be the result of the implanted device being oversized for the patient. The tactra was explanted and replaced with an inflatable prosthesis. No patient complications were reported.

Event description:
It was reported that the patient implanted with this tactra malleable penile prosthesis underwent a surgical procedure to replace their device due to discomfort on the right side of the penis. The discomfort was believed to be the result of the implanted device being oversized for the patient. The tactra was explanted and replaced with an inflatable prosthesis. No patient complications were reported.